Event description:
Reporter notd posterior capsule tear had occurred during procedure, anterior vitrectomy required. Vit probe not cutting. Exchanged handpiece with no improvement. Changed systems and completed case with original handpiece.